Event description:
It was reported the physician implanted a 25mm gore helex septal occluder to close a patent formane ovale. The defect balloon sized to 10mm on echocardiography. Before the pt was discharged from the hospital, it was discovered that the occluder had embolized to the descending aorta with the occluder still locked. A snare was used to remove the occluder. A 35mm helex device was implanted and the pt was doing well following the implant.

Manufacturer narrative:
Investigation is ongoing, a follow-up report will include the results of our investigation.